Manufacturer narrative:
The results of the investigation are inconclusive since the device was not returned for analysis. Based on the information received, the cause of the reported incident could not be conclusively determined.

Event description:
It was reported prior to the start of a procedure on (B)(6) 2022 the patient coded on the table. Additional information received indicates the patient has recovered and doing well.